Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 02 may 2014. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as follows: it was reported that the screwdriver shaft broke during the removal of a screw which also causes the screw and locking nuts to be cross threaded after that. Surgery name: open tlif, patient condition: stable, patient harm: increase blood loss, prolongation of the surgery: 20 minutes. No other patient harm except increase blood loss. No fragments were generated, the procedure was completed successfully, actions were taken to complete the case and prevent further blood loss in the patient: revise the screws and locking screws as rapid as possible patient condition now: stable. This complaint involves 4 parts, (3) of these parts were deemed concomitant. Upon receipt, they were examined and made reportable. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
A product investigation was completed: beside of some wear marks the device is intact. There is no cross threading visible at the outside thread as described in the event description. The locking screw was forcibly screwed out too far and therefore jammed in the most open position. The device history record review shows that the device met fully to our specifications at the time of manufacturing in may 2014. Device was not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event occurred in (B)(6).